Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found the fault may be attributed to pogo pin failure. The device was found to have the pogo pin stuck inside the device, this may be due to a failure of the pogo pin or incorrect installation of the pad-pak causing the pogo pin to become bent. This would have prevented the device from detecting a patient impedance.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.